Event description:
It was reported that a minicap in a prep kit was found to have cracks. There were no allegations against the other components of the kit. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 4 of 5.

Manufacturer narrative:
(B)(4). A batch review will be performed. If additional relevant information is obtained, then a follow-up MDR will be submitted. Same as event/lot noted in (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The reported issue could not be identified. Should additional relevant information become available, a follow-up report will be submitted.